Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing to the station. The technical support specialist performed the station data synchronization debug, then the tss verified that the patient details were visible on the server, med station, and cabinet. However, the customer called in and reported that the issue still persisted. The tss contacted the customer, who confirmed that only one device was affected. The customer provided two new sample patients that were not crossing. The tss remoted into the enterprise application server via secure link for further investigation. The tss verified that both sample patients were assigned to the unit, but the unit was not mapped to any area. Additionally, the station was found to be assigned to only one area. The tss verified with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist tested the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server patient information were not crossing to the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.